Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that it was taking a long time to connect and deliver a bolus. Patient stated that the screen was getting stuck at 90%. Patient also mentioned that they were deleting data every day, but the issue was not resolved. Agent reviewed the data and assisted the patient with deleting it. Agent then had the patient connect to the pump, and the patient was able to connect without the screen lagging at 90%. Agent reviewed best practices and advised the patient to continue monitoring the issue. Patient will call back if further assistance was needed. Patient added that error code 518 (communication error) appeared in the screen. Agent reviewed information and redirected the patient to healthcare provider if the issue persists.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.